Event description:
Related manufacturing ref: 2182269-2022-00004, 2182269-2022-00005. During a typical atrial flutter ablation procedure, an error message was noted on the generator indicating the catheter was not connected which caused a delay. The cabling of the catheter was exchanged which did not solve the issue. Another catheter from the same model and lot number was obtained which had the same error. The catheter was exchanged again, which did not resolve the issue. A fourth catheter was used to continue the procedure with no consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 7f, quadripolar, large curl, xls livewire tc ablation catheter was received for evaluation. Visual inspection revealed a bend just proximal to electrode 1. The thermistor/thermocouple (tc) sensor read as an open circuit. The shaft material just proximal to electrode 1 was dissected to reveal that the tc wires were fractured just proximal to electrode 1, consistent with the open circuit detected on the tc sensor. Based on the received condition of the device and the information provided, the cause of the reported error message and subsequent delay was due to the open circuited noted during analysis. The cause of the fractured tc wires remain unknown.